Event description:
Baxter (B)(4) received a report that the spike was broken while changing bag by cleanflash. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). No further information is available. When the evaluation results become available, a follow up report will be submitted.